Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the time was lagging behind real time in excess of 12 minutes. The technical support specialist updated time and date to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system time was lagging behind of real time in excess of 10 minutes. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.